Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 1:15 pm the patient obtained the blood glucose reading of 314 mg/dl on the reported meter and a reading of 58 mg/dl on a second meter within 30 minutes. Prior to the use of the meter, the patient was experiencing the symptoms of dizziness and sluggishness. The patient administered self-treatment by consuming food and/or a drink; he did not seek any medical attention. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue, there was no delay in treatment and the patient did not seek medical attention. However, as the test results fell outside expected values for meter to meter accuracy testing, and as the test result did not correlate with the treatment, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (07/24/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) /2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.